Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification (if applicable). Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: deflation: observed more than three openings through microscopic inspection assessed as unidentified (tear) opening and surgical damage. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (observed broken of suture tab and missing piece of suture tab also observed creases) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported left side "tissue expander tore right below the magnet as well as lost a tab". The device was explanted and replaced with a non-abbvie device. The device will be returned.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "tissue expander tore right below the magnet as well as lost a tab". The device was explanted and replaced with a non-abbvie device. The device will be returned.